Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) migrated and slipped out of the skin while removing device out of the patient. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynx control vascular closure device (vcd) migrated and slipped out of the skin while removing device out of the patient. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was in the open position, and a cordis mynx syringe was returned detached from the unit. The sealant was not returned for evaluation. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The csi was removed to allow inspection of the internal components. The balloon was found retracted, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were observed during the visual inspection. A simulated deployment test could not be performed, as the unit was received in a fully deployed condition and the sealant was not included for evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.